Event description:
Patient had bilateral insertion of tissue expanders. Each expander was filled with 300ml saline. Approximately 5 monts later, patient returned to or to have expanders removed and gel implants inserted. One week prior to this surgery, the patient had a pre-op visit with surgeon, and it was noted that the right expander had deflated a portion, and it was smaller in size compared to the left one. During the procedure, the right expander was removed intact, and there was a separate pin-sized hole away from the valve which was the source of the leak (the hole was found lateral to the fill port).